Manufacturer narrative:
The lay user/patients meter has been returned on (B)(6) 2015 and further evaluated by lifescan product analysis on (B)(6) 2015 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Retain testing could not be performed as the test strip lot number was not provided. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) (B)(6) alleging that her onetouch ultrasmart meter had been reading inaccurately low. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue started ¿months¿ ago. At this time the patient claimed she obtained a reading of ¿16.4 mmol/l¿ on the subject meter, compared with ¿19.4 mmol/l¿ on a laboratory device, performed within 10 minutes of each other. The patient manages her diabetes with insulin (self-adjuster) including lantus and humalog. The patient denied taking any action as a result of the alleged product issue. The patient reported that ¿within a week¿ she developed symptoms of ¿starving, very hungry¿. The patient denied receiving any treatment. At the time of troubleshooting the cca confirmed the unit of measure was set correctly on the subject meter, and the samples were taken from an approved sample site. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.